Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low impedance. The lead was repositioned from the right ventricular apex to the right ventricular septum. The patient was stable post-procedure.